Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturer representative (rep) measured the patient, first time point (electrode) 1 was out, all other points were green, but impedance resistances were 40000. Point 1 was removed from the program, measured again. Point 1 is out, but the other points are green and now also normal resistances. Implanted neurostimulator (ins) indicates that it is still 87% full, samsung and communicator are also charged, but still gives a 201 elective replacement indicator) eri message. The rep expected the resistances to all be increased after what was discussed yesterday. Fortunately, not, but what's the problem. Technical services (ts) confirmed that via phone, there are high impedance (40.000 ohm) detected for contact 1. The high impedance could indicate that there is an issue with the system integrity. In cases of a constant current system such as this ins, high impedances for the active contacts also have a negative effect on the battery longevity. Via phone you explained that contact 1 was initially programmed for stimulation. To get an impression of the longevity (with in-range impedances), ts performed a longevity estimation for the ins in demo mode, using the settings as per session report. In this case the expected longevity would be 2 years. Due to the overall relative high settings and the open circuit at contact 1, it is likely that the battery drained excessively and caused the eri to be triggered due to a drop in battery voltage. From a troubleshooting perspective, it could be considered to perform multiple impedance measurements, each when the patient holds a different body position. This approach can be used to potentially identify other affected contacts (if any). Next, it could be considered to perform an x-ray, to potentially identify any loose connections or component misalignments or broken leads/extensions (note that this may not always be visible). Based on the results, it can be tried to reprogram the electrode configuration avoiding the affected contacts. Over the phone we already discussed to reprogram the electrode configuration, especially avoiding contact 1. We recommended to check the expected longevity again after 7 days, to see the effect on the battery longevity of reprogramming the configuration. Note: once eri has been triggered, the patient will continue to see a daily eri notification even if the overall ins longevity has been extended through reprogramming. Additional information was received. It was confirmed that loss of stimulation was reported already on (B)(6) 2024, high impedances were confirmed as high on the (B)(6) 2024. Cause has not been confirmed. X-rays were not performed. Lead information provided. Reprogramming was done, which resolved the issue. Information confirmed with physician/account. Additional information was received. It was confirmed that the rep was notified of the loss of stim on (B)(6) 2024, and to their knowledge this was not reported previously.

Manufacturer narrative:
Continuation of d10: product ID 09100-60, serial# unknown, implanted:(B)(6) 2024, product type lead g2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.